Event description:
A pt reported blood glucose results of "20 mg/dl, 200 mg/dl, and 180 mg/dl" with a lifescan meter, performed within 10 minutes of each other. The meter, test strips, and control solution were replaced.